Event description:
It was reported that following an ablation procedure, the patient experienced multiple strokes, a pulmonary embolism, and became hemiplegic. The patient was on a heparin drip and was going to a rehabilitation facility. It was noted that the stroke locations were not in contact with the ablated territory. The patient was considered stable but hemiplegic. If additional information is received, a follow up report will be submitted.